Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Product user reported the adhesive patch did not adhere fully and caused the infusion line to become disconnected. A syringe was used to administer insulin manually and correct blood glucose levels. No permanent serious injury was reported.